Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h3, h6. The device was not returned to olympus and the customer's reported issue could not be confirmed. The customer reported the issue was resolved but it was unknown how. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the event could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source exhibited error b30 (scope communication error). The issue occurred during a diagnostic colonoscopy procedure that was completed with same device. The procedure was delayed by 20 minutes and there were no reports of patient harm.